Manufacturer narrative:
A2: exact age unknown, however reported to be above 18 years old. B5: additional information added.

Event description:
It was reported that device failed to deflate which caused difficulty removal. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. The balloon was inflated twice at 8 atm for about 10 seconds. During withdrawal, it was noted that the balloon did not deflate completely, making retrieval difficult. The catheter was removed partially inflated. The procedure was completed with the original device. There were no patient complications. It was further reported that the lesion was 90% stenosed, located in the mildly tortuous and moderately calcified left anterior descending proximal artery. Furthermore, there was no resistance during balloon inflation, and the device was removed intact from the patient's body applying negative pressure repeatedly. It took about 1 minute to remove the balloon from the patient.

Event description:
It was reported that device failed to deflate which caused difficulty removal. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. The balloon was inflated twice at 8 atm for about 10 seconds. During withdrawal, it was noted that the balloon did not deflate completely, making retrieval difficult. The catheter was removed with the balloon partially inflated. The procedure was completed with the original device. There were no patient complications.